Event description:
Iab catheter inserted the in the cath lab for significant left main disease (preparation)the day before the patient went to the or. The patient then went to cardiovascular or (cvor) the next day. No problems with iabp catheter after insertion and through night. After the patient was transferred to cvor and during the internal mammary dissection, the iabp console started to alarm helium loss. The following problem solving steps were performed: connections checked; helium line free of kinks; catheter not kinked; helium valve open; switched out iabp consoles; no signs of blood leak in helium line. Anesthesia reported per the tee; the iab catheter was not fully expanding. Additionally opened up a new insertion tray and exchanged the helium line and blue connector (to console). This immediately solved the problem. Good augmentation and the helium loss alarm disappeared. When the surgeon was closing, the helium loss alarm started again, and a decision was made to remove the catheter since the patient was hemodynamically stable.